Event description:
Customer reportedly obtained results of 596mg/dl, 203mg/dl, 155mg/dl, and 162mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.